Event description:
It was reported the patient's 3189 peripheral octrode lead was explanted and replaced with two (off label) wide-spaced quattrodes because the patient was feeling a pinching sensation at the lead site when stimulation was on. The issue is now resolved.

Manufacturer narrative:
Results: the complaint for "patient discomfort" for returned octrode lead was not confirmed. The complaint cannot be analyzed through product analysis alone. As received, microscopic inspection revealed the lead was in good condition. The lead passed all functional and continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.